Event description:
Based on info provided the rod holder/inserter instrument broke during surgery.

Manufacturer narrative:
The returned rod inserters were evaluated. The distal end of the inserters were fractured and the hex tips were not returned for eval. Excessive force applied to the instrument ultimately resulted in the instrument failures. Process steps that affect the surface finish where the cracks initiated may also contribute to the failures.